Manufacturer narrative:
The customer report that the tubing set separated and leaked was confirmed based on inspection of the as-received broken set. It was observed that the set's vented spike component was broken off from the upper fitment of the pump chamber assembly component. No functional testing with the set was deemed necessary due to the obvious damage. Further inspection of the separated components observed the broken off mating piece of the vented spike component within the upper fitment of the pump chamber assembly component. Inspection under magnification of the broken off mating pieces observed the surface/breakage to be rough and uneven. The nature of the breakage indicates a ductile fracture (vs. A brittle fracture) that is typically caused by an external lateral force. No other obvious damages or issues were observed with the rest of the set's components. The cause of the breakage was likely due to external lateral force. The root cause of the external force was not identified.

Event description:
It was reported that on (B)(6) 2019 the tubing set was connected to a 30ml syringe for a intralipid infusion that was initiated at 1800. At 0700 the next day, there was a puddle found on the floor. Upon assessment it was found that the syringe was cracked where it is inserted into the IV pump. It was also stated that the tubing set separated in the same area and the customer presumed that the tubing set leaked slowly over a period of time. The intralipid infusion was restarted once a new syringe arrived from the pharmacy. The customer further stated that there were no adverse effects caused to the neonate patient from the event.

Manufacturer narrative:
Concomitant medical products: non-bd extension set. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that on (B)(6) 2019 the tubing set was connected to a 30ml syringe for a intralipid infusion that was initiated at 1800. At 0700 the next day, there was a puddle found on the floor. Upon assessment it was found that the syringe was cracked where it is inserted into the IV pump. It was also stated that the tubing set separated in the same area and the customer presumed that the tubing set leaked slowly over a period of time. The intralipid infusion was restarted once a new syringe arrived from the pharmacy. The customer further stated that there were no adverse effects caused to the neonate patient from the event.